Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2006, due to the tibial component collapsing posteriorly and into varus. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to relay corrected product identification.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2006 due to the tibial component collapsing posteriorly and into varus. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."